Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported reduced auditory performance since (B)(6) 2018 and swelling on the implant site since beginning of march. No trauma has been reported. As per new information received, the patient has develoved an infection at the implantation site. The recipient has been given medicaments.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Furthermore swelling was noted on the implant site, which is likely a medical consequence of a possible trauma. However, it was reported that the swelling subsided. In addition the surgeon stated on the explantation report form, that a lot of fibrosis was present. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The device was explanted, but has not been received yet.

Event description:
The user reported reduced auditory performance since (B)(6) 2018 and swelling on the implant site since beginning of (B)(6). No trauma has been reported. The user has been re-implanted. The device has not been received for investigation.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore swelling was noted on the implant site, which is likely a medical consequence of a possible trauma. However, it was reported that the swelling subsided. According to the device explantation report, a lot of fibrosis was reported. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported reduced auditory performance since (B)(4) 2018 and swelling on the implant site since beginning of (B)(4). No trauma has been reported. The user has been re-implanted.